Event description:
It was reported via the medtronic social media team that a customer had passed away. The customer's son authored the post, and stated that his father was having issues with his insulin pump shortly before his passing. He also stated that his father had unsuccessfully attempted to troubleshoot his device over the phone and that his passing took place while his replacement insulin pump was in transit. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.